Manufacturer narrative:
(B)(4). Concomitant products: unknown head; unknown hgii cup; unknown zimmer cpt stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to fractured implant; however, no revision has been reported to date. X-rays received shows fractured polyethylene liner of the acetabular cup with asymmetric position of the femoral head. Additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified left hip arthroplasty with fractured polyethylene liner of the acetabular cup with asymmetric position of the femoral head. No other findings/complications related to the event were noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.